Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The guidewire was inspected and found to be a non stryker device as the distal tip dome was not clear and the core wire was not uncoated. The distal tip dome was opaque and the guidewire core wire appeared to be coated in black coating possibly hydrophilic. The reported complaint could not be confirmed as a non stryker device was returned and it could not be definitively determined if the subject guidewire device failed to meet specifications because the product (subject guidewire) was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject guidewire device, and the subject guidewire device was prepared as per dfu instructions. There was no resistance encountered removing the subject guidewire from the dispenser hoop. There was no indication of a user related issue. The subject guidewire tip was shaped approximately 45 degrees. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device(s) were synchro guidewire and sl10 microcatheter. There was no allegation against the sl-10 microcatheter and the same sl-10 microcatheter was used to complete the procedure. A torque device was used to facilitate directional manipulation of the subject guidewire and there was no difficulty rotating the subject guidewire using the torque device. The subject guidewire was torqued about 10 times. No excessive force was applied during torquing the subject guidewire. An introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter. The anatomical location of the intended treatment was right internal carotid artery ophthalmic artery segment. Analysis of the returned guidewire found it was a non stryker device as the distal tip dome was not clear but opaque and the core wire was not uncoated, it was coated in black coating possibly hydrophilic. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported ¿catheter has difficulty tracking over guidewire¿, ¿ guidewire does not have smooth movement¿ and ¿guidewire distal tip broken/fractured during use¿¿.

Event description:
It was reported that during right ica (internal carotid artery) oa aneurysm embolization procedure, the subject guidewire was used with the microcatheter to super select. Flushed and delivered it but the resistance was encountered in the microcatheter. The physician tried several times and then the tip of the subject guidewire was found lost its control, therefore, the microcatheter and the subject guidewire were withdrawn together and found the tip 15cm of the subject guidewire was fractured. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right ica (internal carotid artery) oa aneurysm embolization procedure, the subject guidewire was used with the microcatheter to super select. Flushed and delivered it but the resistance was encountered in the microcatheter. The physician tried several times and then the tip of the subject guidewire was found lost its control, therefore, the microcatheter and the subject guidewire were withdrawn together and found the tip 15cm of the subject guidewire was fractured. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.